Event description:
The pt was implanted with the obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced erosion, infections and pain. No other info is available.